Manufacturer narrative:
D2b: pro code: (product code) dqy.

Event description:
It was reported that balloon rupture occurred. The patient underwent fistulaplasty procedure. The stenosed target lesion was located in the tortuous and mildly calcified left arteriovenous bend fistula. A 5.0mm x 40mm x 75cm athletis pta balloon catheter was advanced for dilatation. However, during the initial inflation at 34 atmospheres, the balloon ruptured. The device was successfully removed, and the procedure was completed with an alternate device. No patient complications were reported.

Manufacturer narrative:
D2b: pro code: (product code) dqy. Device evaluated by manufacturer: athletis 5.0mm x 40mm x 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 30mm distal of the proximal marker band. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both marker bands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent fistulaplasty procedure. The stenosed target lesion was located in the tortuous and mildly calcified left arteriovenous bend fistula. A 5.0mm x 40mm x 75cm athletis pta balloon catheter was advanced for dilatation. However, during the initial inflation at 34 atmospheres, the balloon ruptured. The device was successfully removed, and the procedure was completed with an alternate device. No patient complications were reported.